Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on nano meter, within 10 minutes: 266 mg/dl and 128 mg/dl, and a second reading comparison of 299 mg/dl and 119 mg/dl; date and time of second comparison was not provided. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent